Event description:
This report summarizes 16 malfunction events in which the device reportedly overheated. - 11 events had the problem identified during a non-clinical procedure; there was no patient involvement. - 2 events had the problem identified before clinical use/exposure; there was no patient involvement. - 3 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 16 events were reported for this quarter. Product return status: 14 devices were evaluated based on historical data analysis. 2 device investigation types have not yet been determined. Additional information: 16 devices were not labeled for single-use. 16 devices were not reprocessed or reused.

Event description:
This report summarizes 16 malfunction events in which the device reportedly overheated. - 12 events had the problem identified during a non-clinical procedure; there was no patient involvement. - 1 event had the problem identified before clinical use/exposure; there was no patient involvement. - 3 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h6, h11 16 previously reported events are included in this follow-up record. Product return status 15 devices were evaluated based on historical data analysis. 1 device was received.